Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that a small piece of a seal was received in a sample jar. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The packaging was received open by the account therefore we cannot reliably determine the condition of the device prior to use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on the insertion of trocar/first instrument, the device had a disengaged seal, the rubber grommet came out of port after placement while inserting an instrument. The rubber grommet was then removed from the patient using a laparoscopic instrument. A new device was used in order to complete the case. No patient injury.